Manufacturer narrative:
H.6. Investigation summary: customer reported a duplicated barcode sequences and false negative results. Photos of the bactec fx audit log were received. Plus aerobic media labels barcode sequences can be repeated after approximately 49m units produced. Bd was not able to neither duplicate customer experience with vial label barcode sequence issue. Quality control department performed a visual inspection and an instrument vial entry test to all retention samples. A comparison was made against the human readable number and the barcode sequence, and no defect was observed. Batch history record was reviewed. A complaint history review was conducted and only the current complaint was found relating the incident to the lot number. False negative response was not observed when the retention samples were tested. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was a false negative. The following information was provided by the initial reporter: reviewed epicenter and fx logs and found that the sequence had been previously entered. Users ignored the alert message. Sequence (B)(4) result released as negative before the 5 day protocol but bottle has remained in fx for incubation.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was a false negative. The following information was provided by the initial reporter: reviewed epicenter and fx logs and found that the sequence had been previously entered. Users ignored the alert message. Sequence 449258180900 result released as negative before the 5 day protocol but bottle has remained in fx for incubation.